Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had depleted and stopped providing therapy. It is unknown if the battery depleted prematurely or not. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Event description:
Additional information received stated that analysis of the returned ipg showed normal ipg depletion.

Manufacturer narrative:
The report the ipg was at eol was not confirmed. The ipg successfully paired with a lab cp and did not display any warnings or errors. Using the universal engineering programmer (uep) tool, the battery voltage as received was approximately 2.774v. This voltage level was not below the ipg eri threshold of 2.644v. The device was running the therapy application. It passed all functional tests on ate. The root cause of the issue was not ascertained.